Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter was no longer providing power to a controller. The controller ac (B)(4) adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed at the bench level. Failure analysis of the device revealed that the unit passed visual inspection but failed functional testing due to an open input fuse; the open fuse prevented the controller ac adapter from providing power to a controller. The most likely root cause of the reported event could be attributed to an open fuse due to a combination of a reduced fuse in-rush current rating along with the absence of a current-limiting thermistor. An internal investigation was conducted on input fuses associated with controller ac adapters. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was at the clinic for a routine visit, it was noted that their controller ac adapter was not working; the device was not providing power to the controller. The patient never reported an issue with the device prior to the visit. The issue was confirmed by the ventricular assist device (vad) coordinator who noted that the green indicator light would not light up while the adapter was connected to a power outlet. The adapter was removed from service with no reported patient consequences.